Event description:
Customer received a false positive toxo igg result for one patient being tested for pregnancy monitoring. Patient: initial result gave 60 ui/ml, repeat on same tube (primary tube with separating gel) was found negative. The next day, a physician ordered a second run for toxo igg for this patient. A second sample was obtained from this patient in 2009; tested for toxo igg and found negative. There was no error in treatment of patient. If additional information is received, appropriate notification will be provided.